Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window, cracked display window, scratched reservoir window and a stained end cap sticker.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer also reported that a black circle was visible on the display. Customer replaced the battery and received another button error alarm. Blood glucose level was 170 mg/dl at the time of the call. No further information was provided.